Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was worn into the pool. The device would only flash a white display. The patient's blood glucose at the time of incident is unknown. There were no scratches or other physical damage visible. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit not received with blank-flashing white lcd however, unit received with blank display due to severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank display lcd. Unit received with scratched casing, severe scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, cracked battery tube threads, peeling end cap address label, corrosion on force sensor assembly, corrosion in battery tube and severe corrosion on motor home switch.